Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Device problem code: (B)(4) incorrect or inadequate test results patient problem code: (B)(4) no known impact or consequence to patient. An evaluation is in process.

Event description:
The customer observed discrepant troponin results for one patient on the architect i1000sr analyzer. The following data was provided: sid (B)(4), initial 0.00 ng/ml on a patient with a broken leg. 3 hours later the test was repeated and resulted in 0.154 ng/ml, 0.142 ng/ml (the customer uses the cutoff of 0.032 ng/ml). Two days later the patient was diverted to the orthopedic department and had orthopedic surgery. The patient was not diagnosed with a myocardial infarction; there was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Instrument service restored the analyzer to expected working condition: the field service engineer (fse) discovered manifold valve 3 of the pre-trigger/trigger manifold was blocked and found evidence of dried trigger solution on the manifold nozzles and the cmia optics, which can produce high backgrounds. In addition to cleaning the optics and nozzles, the fse replaced the valve; the clogged/obstructed manifold valve (part number 7-77612-03). Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.